Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported that she had blood glucose of 378 mg/dl and her insulin pump was not working correctly. Customer stated that the insulin pump had reoccurring motor error, no delivery alarm and was unable to clear the alarms. Advised to discontinue use, return the insulin pump and to revert to a back up plan. Nothing further was reported.